Manufacturer narrative:
Reliability analysis evaluated three random sealed reservoirs. Performed visual inspection and found the transfer guard's needles not centered. Transfer guard needles were found to not be parallel to the transfer guard's body axis. Also performed pre-fill testing and there was resistance when filling the reservoir. Evaluated 16 opened/used reservoirs. Performed visual inspection and found transfer guard's needles were not centered. The transfer guard's needles were found to not be parallel to transfer guard's body axis. Also perform pre-fill test and there was resistance when filling reservoir.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).

Event description:
The customer reported via phone call that she experienced low blood glucose. The customer also reported that there were bent, crooked and broken needles that it would not go into the reservoir. The customer's blood glucose was 42 mg/dl at the time of incident. The customer's blood glucose was 268 mg/dl at the time of call. The customer treated her low blood glucose with cookies. The customer treated her high blood glucose with the insulin pump. The customer stated that there have been times that it hurt her while its in her body. The reservoir will be returned for analysis.